Event description:
The customer reported experiencing occlusion alarms. Despite this event, the customer's blood glucose level remained within the normal range and did not exceed 500 mg/dl. To resolve the issue, the customer changed the cartridge and resumed insulin delivery.